Manufacturer narrative:
A visual examination of the device found the thumb ring to be cracked and the coil assembly and the outer sheath were buckled in several places. Additionally, the basket tip was intact and the side car-rx presented pushback out of specification. Functional evaluation was performed by fully extending and retracting the basket with resistance noted due to the coil damage. The basket extends fully and the basket wires were found to be slightly bent and un-evenly spaced. The evaluation concluded that the returned unit was consistent with the complaint incident that the tip failed to detach. It is unknown what tensile force was applied to the device during the attempt to detach the tip. Stone size and density, user technique, tortuous anatomy, and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device and detach the basket tip. Additionally, the buckled coil and sheath could have contributed to the failure to detach the tip. Therefore, the most probable root cause is ¿operational context.¿ the device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician attempted to open the trapezoid¿ basket to retrieve a stone; however the basket would not open. They tried to disengage the tip of the basket but the tip failed to detach. Subsequently, the device was used in conjunction with an alliance ii handle to disengage the tip but it still won¿t detach. The physician shook the device and the basket was successfully removed from the patient. Nothing was left inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine." Additional information received as of july 18, 2015. The physician was able to capture the stone; however, it was unable to be released since the tip did not disengage. The physician shook the basket and the stone was able to be released. The basket was successfully removed from the patient.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician attempted to open the trapezoid¿ basket to retrieve a stone; however the basket would not open. They tried to disengage the tip of the basket but the tip failed to detach. Subsequently, the device was used in conjunction with an alliance ii handle to disengage the tip but it still won¿t detach. The physician shook the device and the basket was successfully removed from the patient. Nothing was left inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Reported event of tip failed to detach. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid&#10258;x basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician attempted to open the trapezoid¿ basket to retrieve a stone; however the basket would not open. They tried to disengage the tip of the basket but the tip failed to detach. Subsequently, the device was used in conjunction with an alliance ii handle to disengage the tip but it still won¿t detach. The physician shook the device and the basket was successfully removed from the patient. Nothing was left inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine." Additional information received as of july 18, 2015. The physician was able to capture the stone; however, it was unable to be released since the tip did not disengage. The physician shook the basket and the stone was able to be released. The basket was successfully removed from the patient.